Manufacturer narrative:
The manufacturing records were reviewed and no issues were found.

Event description:
It was reported to nevro that the patient developed leakage of cerebrospinal fluid after the trial procedure. A blood patch was administered and the leads were pulled to address the symptoms. There have been no reports of further complications regarding this event.